Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of dyspnea and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and a conclusive cause for single leaflet device attachment/slda could not be determined; however, dyspnea and recurrent mr were due to slda. There is no indication of a product issue with respect to manufacture, design or labeling; therefore.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is field to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted, reducing mr to less than 1. On (B)(6) 2020, the patient experienced dyspnea, so echocardiogram was performed which found that the clip (00107u175) detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3. On (B)(6) 2020, a second mitraclip procedure was performed. One clip was implanted, but mr was not reduced. No additional information was provided.